Event description:
A (B)(6) y/o female with history of lap band surgery 10 yrs ago complained of nausea and vomiting for the past 5 days. Patient has been having issues with vomiting, dysphagia. Two months ago doctor removed all of the fluid from her band which did improve her symptoms for awhile. Her symptoms occur within 30 minutes of eating. Over the last 2 days she has had blood streaked vomit. She does complains of mild epigastric pain. Required emergent removal of band due to slippage.